Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that over the last couple of months the patient has to recharge the ins an excessive amount each day. The patient said they charge 3-4 hours daily. The patient does get pain relief from the device, but he said recharging is consuming so much of his time. The patient feels he is recharging considerably more now with the battery being 6 years old, than he was when it was newer. There was also an electrode on the 8-15 lead that was showing as >10,000. This electrode was never used in programming and doesn't affect the patient's therapy. No known factors led to the issues. A reprogramming was done to try to make the programming more efficient. The physician was considering replacing the ins, but they wanted to see how the patient does with the reprogramming changes first. No symptoms or further complications were reported.